Event description:
Acct reports that injection site was attached to a right atrial catheter with pump tubing attached with a leverlock. Rn noted that the injection site septum was inverted. Injection site changed. No pt injury reported.